Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch # m91c0h. The analysis results found that the el5ml device was returned in good condition. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed two malformed clips due to a jammed clip that was observed to be inside the shaft; the clip was removed from the device and the next four clips were fed and formed as intended. In addition the device locked out as intended. The jammed clip may have caused the device to not fire the clips properly or at all; however, no conclusion could be reached as to what may have caused the clip jamming. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips would not dispense when firing after multiple attempts. Another like device was used to complete the procedure. There were no adverse consequences for the patient.